Event description:
Patient was revised to address fluid build-up, pain and high cobalt levels.

Event description:
Patient was revised to address fluid build-up, pain and high cobalt levels. ***update: (B)(6) 2012 - patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate a increasing cobalt levels and metallosis. The patient's name has been changed as well as updates to the mdrs. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update**(B)(4) 2013 - litigation papers received. Litigation alleges implant failure, physical injury, bodily impairment, loss of mobility, infection and pain. There is no new additional information that would affect the investigation.